Event description:
As reported, revision was scheduled for a right hip that was initially implanted in 2011. The patient suffered severe bone loss due to osteolysis and needed to be revised. The surgeon revised the shell, gxl liner, and head. Devices are not returned per hospital policy. All available information received at this time.

Manufacturer narrative:
Section h10: (h3) the evaluation noted in the revision reported that upon review of the available information, there is no evidence that this is a device related problem and there is no allegation against the device. The most likely cause for the osteolysis was the patient conditions. (D11) concomitant device(s): cocr femoral head (cat# 142-32-03 / (B)(6). Gxl liner (cat# 132-32-54 / (B)(6). No information provided in the following section(s): a5, b6, and d4 (serial number and expiration date). The following section(s) have additional info; b5, g7, h1, h2, h3, h4, and h7.

Manufacturer narrative:
Concomitant medical devices: cocr femoral head (cat# 142-32-03 / sn# (B)(4)), gxl liner (cat# 132-32-54 / sn# (B)(4)).

Event description:
It was reported that a patient suffered severe bone loss and required a revision. Device will not return according to hospital policy. This is a (B)(6) y/o male who weights (B)(6) lbs.